Manufacturer narrative:
Follow-up #1 and final report submitted based on the results of investigation. Reported event: dr. (B)(6) struggled taking out the straight saw attachment from the mics, but was able to take it out after multiple seconds of pulling and wiggling. He struggled attaching the angled attachment but jammed it in. We were unable to remove the angled attachment without hitting it with a mallet. The little balls around the inside rim don¿t appear to be releasing the attachment and the red ring doesn¿t seem to show all the way when unlocking the collar like it usually does. Product evaluation and results: the product was not evaluated as the product was unavailable for inspection. Product history review: device history records indicate (B)(4) devices were manufactured under lot k0aet and 21 devices were accepted into final stock on 11/09/2017. A review of qt17-11-0033 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to p/n 209063, prodex lot k0aet shows no additional complaint(s) related to the failure in this investigation. Conclusions: the alleged failure mode could not be confirmed as the product was not available for inspection. No additional investigation or specific actions are required. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc (B)(4) and CAPA 1450904. H3 other text : device not returned.

Event description:
Mics handpiece trigger broken, the motor seems to be faulty. Mics status check failed and unable to perform rio setup and registration. Surgical delay: 20 minutes. Case type: tka. Update: "the mics hand piece did not run outside the haptic boundary ¿ the trigger did not work from the beginning of the case and we couldn¿t enter rio setup or perform rio registration prior to commencing any bone cuts, so were unable to align to any stereotactic boundaries. We had to get a completely new mics handpiece, as it was completely non-functional".

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mics handpiece trigger broken, the motor seems to be faulty. Mics status check failed and unable to perform rio setup and registration. Surgical delay: 20 minutes. Case type: tka. Update: "the mics hand piece did not run outside the haptic boundary ¿ the trigger did not work from the beginning of the case and we couldn¿t enter rio setup or perform rio registration prior to commencing any bone cuts, so were unable to align to any stereotactic boundaries. We had to get a completely new mics handpiece, as it was completely non-functional".